Event description:
The monitor was being used to monitor a pt in surgery. The screen grayed out in areas, making the readings not visible. Another monitor was brought in to monitor the pt. The company rep was contacted, who changed out the internal component of all of the monitors.